Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's nurse stated that the insulin pump appeared to be locked in the prime mode. Troubleshooting was performed and found that the insulin pump was programmed correctly. A reservoir and infusion set were not available at the time of the phone call to perform testing on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.